Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic resection of pulmonary lobectomy, the device did not fire while being applied to the pulmonary vessels. The surgeon was able to press the green button but unable to squeeze the handle. The device was replaced to complete the case. There was no patient injury.